Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported her blood glucose and insulin history is as follows. She didn't feel or smell any insulin or her skin. Upon pod removal she noticed the cannula was bent.